Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and exhibited high thresholds. This lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was dislodged and exhibited high thresholds. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed and it showed that the lead returned severed approximately 466 millimeters (mm) from the terminal pin, 2 segments returned and it should be noted the very distal tip was not received on the lead when received. Set screw mark were noted on the terminal pin and extraction stylet returned stuck in the tip segment of the lead. Also, blood/body fluid noted in the lumens. There was a suture tied around the lead body insulation for extraction purposes. The e1 conductor coil was extremely stretched toward the distal end and the conductor has been pulled to the point of fracture, the proximal side of the fracture is wrapped around the stylet. The inner e1 insulation separation was pulled apart and the outer insulation was intact. Separation noted between the insulation and the proximal end of the e2 ring and the cable was looped out through the separation. Also, a slight separation noted at all the other rings. A residual calcification was noted at the distal end of the lead, just prior to the molded tip. Laboratory analysis was not able to confirm the reported allegation.